Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "catheter is stretched during the insertion." The device used for the treatment, though it was unknown whether the device related to the reported event or met specifications. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the 2 temperature cables were not reading on the device, but did read on the monitor. Per troubleshooting, it was confirmed that the temperature 1 outlet. Since the temperature probe went through the MRI, recommended to try another temperature probe and the esophageal probe read on the device and the therapy was continued. Per follow-up via email on 24sep2020, it was stated that the cables were discarded and it was a probe related issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 2 temperature cables were not reading on device, but did read on the monitor. Per troubleshooting, confirmed temp 1 outlet. Since temp probe went through MRI, recommended to try another temp probe and esophageal probe reading on device and the therapy continued.